Event description:
It was reported the gastrointestinal videoscope exhibited that focus is not good, nothing can be seen from distance just a blurry image. The issue occurred during a diagnostic gastroscopy procedure completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.